Event description:
During a cholecystectomy procedure, jamming occurred at 1st firing. Another device was used to complete the case. There were no adverse consequences to the patient. One device returning.